Event description:
It was reported that post-paced t wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Programming changes were made. The patient will continue to be monitored via remote transmission.